Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03327. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and then a 24mm watchman ® laa closure device & delivery system (wds) was advanced. When the closure device was deployed a pericardial effusion occurred. The device was able to be released. The effusion was tapped. However, approximately 25 minutes after the effusion had occurred the patient had to be taken to surgery. The device remained implanted and the patient did well post surgery. They were entered into cardiac rehabilitation.

Manufacturer narrative:
Describe event or problem : updated. (B)(4).

Event description:
It was further reported that the patient decompensated rapidly. The patient was placed on extracorporeal membrane oxygenation (ECMO) due to tamponade and then sent to surgery. The surgeon placed a patch on the back of the appendage covering the perforation. The watchman device was left in place.